Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt's vendor reported the adhesive of the infusion set headset has become wet with insulin several times. On (B)(6) 2011 the pt's blood glucose measured 156 mg/dl prior to the infusion set change. During the night the pt's blood glucose elevated to over 500 mg/dl. The pt changed the infusion set and bolused through the infusion device to lower blood glucose. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.